Event description:
It was reported a pt underwent a sling procedure on (B)(6) 2011. During the procedure, the trocar sheath broke while the sling was being implanted into the pt. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.